Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting a rise in the pacing threshold measurements as well as a gradual rise in pacing impedance measurements. The physician attributed these clinical observations to be due to a buildup of calcification at the lead tip. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.